Event description:
It is reported that the patient has experienced a dislocation and a revision has not been performed at this time.

Manufacturer narrative:
Devices were not returned for review as they remain implanted. Manufacturing documentation could not be reviewed due to insufficient information. The devices were used in the treatment of a disease. Surgical notes and/or applicable patient information has not been provided. Component compatibility could not be reviewed with the information provided. A complaint search of the manufacturing lots could not be performed. With the information provided, a definitive root cause cannot be stated.